Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.

Event description:
It was reported that the autopulse platform compressed for 5 minutes and powered off. A second battery was used with the same result. No adverse event reported.